Event description:
A malfunction alarm labeled as malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer was assisted by tandem technical support to reset the pump, resolving the issue without recurrence, and was advised to call back if the malfunction reoccurs.